Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2022-14842. It was reported that the patient's leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and not replaced due to too many intrathecal punctures, causing physician to be unable to replace the leads.